Event description:
Related manufacturer reference number: 2017865-2021-12259. New information received noted that there was also a lead-to-can abrasion noted on the right ventricular (rv) lead. The rv lead was then explanted and replaced at the same time (B)(6) 2021 as the atrial lead. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on 2 mar 2021 with a feeling of tightness below their ribs and pain in the pocket area. An x-ray revealed that the lead had dislodged into the hepatic vein and was providing extracardiac stimulation. Physician suspected that it was due to an unrelated surgical procedure in (B)(6) 2020. The lead also had an increased pacing impedance measurement and unspecified sensing issue. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.